Event description:
It was reported the pt is w/o stimulation and the charger will no longer locate the ipg. Although the pt programmer will communicate, it's displaying error messages. Space was added to no avail. Reportedly, the pt's weight fluctuates up and down. A replacement charger was sent to the pt. F/u revealed the replacement charger still gave the yellow flashing light. After pt education, the charger functioned properly only by pressing the antenna into the ipg. Subsequently, the pt feels the ipg has tilted in the pocket. Surgical intervention to replace the ipg may be undertaken at a future date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.